Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the available information. The product is not available for investigation. Trend is tracked and monitored. This MDR submission is a late submission. A CAPA has been issued.